Manufacturer narrative:
Explanation of h.1: there was no death or device malfunction with the inappropriate defibrillation event. H.3. Device evaluation summary device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (damaged charger cable) has been confirmed. Upon investigation the battery charger/modem failed incoming testing. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. Device evaluation of electrode belt sn (B)(6) is currently underway at the manufacturer. Upon investigation the electrode belt failed a fall off test for an intermittent open pulse wire in the ECG "a" and "b" cable. The evaluation is still currently underway at zmc. Root cause investigation underway. Monitor sn (B)(6) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. H4. Device manufacturer date: monitor: 09/15/2015, electrode belt: 10/21/2011, charger: 06/25/2018. H.10. Additional inappropriate defibrillation narrative: root cause. For treatment: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: double or triple counting. Patient error - did not follow training or respond to ifus, alarms, voice prompts. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was double counting. The multiple counting satisfied the rate detector of the detection algorithm. For burn: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.  The following factors could not be ruled out as potential contributing sources (see attached cause and effect diagram) to the reported problem: treatment shock . Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Updated belt evaluation: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that there was an open pulse wire in the ECG "a" and "b" cable.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious at the time of the treatment event. It was reported that the patient was physically unable to press the response buttons. The response buttons were not pressed. The response buttons functioned appropriately.  Double counting contributed to the false detection.  The patient's daughter also reported that the patient's skin is black from the shock on her back and side where the te pads were positioned. It was reported that the nursing facility removed the lifevest from the patient after the treatment. The patient's daughter also reported that the charger cord was damaged. The patient continued medical attention in the nursing facility for the treatment after the event. The final medical outcome of the burns is unknown. There was no death associated with the inappropriate defibrillation event.  Device evaluation of the electrode belt has been completed at zmc. See h10 for updated belt evaluation.

Manufacturer narrative:
Explanation: there was no death or device malfunction with the inappropriate defibrillation event. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged charger cable) has been confirmed. Upon investigation the battery charger/modem failed incoming testing. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. Device evaluation of electrode belt sn (B)(4) is currently underway at the manufacturer. Upon investigation the electrode belt failed a fall off test for an intermittent open pulse wire in the ECG "a" and "b" cable. The evaluation is still currently underway at zmc. Root cause investigation underway. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturer date: monitor: 09/15/2015, electrode belt: 10/21/2011, charger: 06/25/2018. Root cause for treatment: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: double or triple counting, patient error - did not follow training or respond to ifus, alarms, voice prompts. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was double counting. The multiple counting satisfied the rate detector of the detection algorithm. For burn: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The following factors could not be ruled out as potential contributing sources (see attached cause and effect diagram) to the reported problem: treatment shock  inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious at the time of the treatment event. It was reported that the patient was physically unable to press the response buttons. The response buttons were not pressed. The response buttons functioned appropriately.  Double counting contributed to the false detection.  The patient's daughter also reported that the patient's skin is black from the shock on her back and side where the te pads were positioned. It was reported that the nursing facility removed the lifevest from the patient after the treatment. The patient's daughter also reported that the charger cord was damaged. The patient continued medical attention in the nursing facility for the treatment after the event. The final medical outcome of the burns is unknown. There was no death associated with the inappropriate defibrillation event.